Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 600 mg/dl. The customer also stated, she was pregnant. Prior to the event, the customer stated the infusion set fell off because her jeans were rubbing against it. The customer inserted a new infusion set and then began to experience high blood glucose. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.